Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, far field r-wave oversensing was observed on a stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed and the patient remained asymptomatic.